Manufacturer narrative:
Additional information: reporter stated the device issue was found during testing; no patient involved.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated, there was an ec46181 just upon powering up. It was noted that the reported issue ec 46181 was related to device sensors being out of calibration. Service re-calibrated the device and perform a full standard preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating a smiths medical cadd solis vip pump exhibited ec 46181 with red screen. No adverse effects were reported.